Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2400 ohms which has steadily been rising since a valve replacement procedure the patient underwent. The patient is refusing replacement at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced as the impedance measurements continued to increase. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.